Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had frequent charging due to ipg migration. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible ipg. No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg was discarded by the facility.